Manufacturer narrative:
Device manufacture date (mm/dd/yyyy): 11/20/2014. (B)(4) manufactures the c5 system. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A distributor engineer evaluated the device on site and was able to reproduce the issue. The engineer reported no signs of fluid ingress on the inside of the touch panel. The lower right corner of the touch screen was found to have a small dent as a result of a sharp object hitting the screen. The defective touch screen was replaced and subsequent testing did not find further issues. The unit was returned to service. No similar issues have been reported for this unit. Livanova (B)(4) concluded that the most likely root cause of the issue was the surface damage identified by the distributor engineer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by distributor.

Event description:
Sorin group (B)(4) received a report that during the procedure, several of the display buttons on the c5 system were unresponsive. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.